Event description:
It was reported that the physician had to make several attempts to find satisfactory placement of the lead. The post operative check showed intermittent capture and a chest x-ray confirmed dislodgement. The lead was replaced.

Manufacturer narrative:
Na